Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly stenosed target lesion. A 3.00x16mm synergy ii drug-eluting stent was inserted into the patient's body; however, the patient become irritable and moved continuously. The device was removed and it was noted that the stent was raised. The patient was restrained and the procedure was completed with another of the same device. No further patient complications were reported and the patient was stable.